Manufacturer narrative:
Additional information was received on july 10, 2018. The chest pain and hypotension severity level was updated from severe to moderate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
In the initial 3500a, the device history record information was omitted in error. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Manufacturer narrative:
Additional information was received on december 27, 2017. The patient outcome has resolved without sequelae. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on 07/28/2017 that this account ((B)(6)) uses a smarttouch catalog # d132705. Per the additional information received, the device was updated from navistar thermocool catalog# d-1197-18-si to smart touch bidirectional catalog# d132705. The lot number remains unknown. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)) manufacturer's ref. No: (B)(4).

Event description:
During a clinical trial, sponsored by bwi, it was reported that a patient underwent an ablation procedure with a navistar¿hermocool¿atheter and suffered hypertension, chest pain/discomfort, and congestive heart failure. During the procedure, after the use of protamine, the patient developed acute hypertension. Issue resolved without sequelae. Principal investigator assessed this event as definitely procedure-related. Post-procedure, the patient reported chest pain/discomfort. Issue resolved without sequelae. Principal investigator assessed this event as definitely procedure-related. Post-procedure, the patient developed congestive heart failure. Issue is ongoing and unchanged. Principal investigator assessed this event as probably procedure-related.